Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 73-year-old caucasian female patient underwent primary breast augmentation with 325cc mentor memorygel breast implant on both sides and experienced bilateral breast implant rupture postoperatively; diagnosed in person. Mammogram and ultrasound scans showed both devices were leaking. The patient has consulted with the healthcare professional. As a result, the devices were explanted on (B)(6) 2022. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
On january 9, 2023, the mentor failure analysis lab received the device for evaluation. On january 17, 2023, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample determined that the gel siltex mod-rnd 325cc breast implant was found to have a rupture within an area of siltex cracking on the anterior aspect, measuring 0.4 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).